Event description:
There was a malfunction with the tablet, delayed the patient treatment.

Manufacturer narrative:
The patient treatment delay was due to issues with the tablet. The corrective action for this issue is to replace the tablet. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.